Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ultrasonic media leakage occurred in the actual product. Therefore, it was likely that "many bubbles" occurred due to ultrasonic media leakage. There was a tear at the tip of the insertion site and leakage of ultrasound media. The information obtained from this complaint and the investigation results did not result in the cause of the occurrence. A device history review (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject ultrasound probe had a tear at the tip of the insert and leakage of ultrasound medium. There was no patient involvement.